Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock from the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation (af) with rapid ventricular response and t-wave oversensing (twos) on the right ventricular (rv) lead. Lead sensitivity and patient medication were adjusted. The device and lead remain in use. The patient is a participant in the post approval clinical surveillance product surveillance registry clinical study. No further patient complications have been reported as a result of this event.